Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to inappropriate shocks as a result of rv lead oversensing/noise. Additional information will be added to the file if provided.